Event description:
It was reported that the patient gradually experienced inadequate and intermittent stimulation. The physician assessed the lead had migrated to a different depth. The patient's device was reprogrammed; however, the issue did not resolve. The patient underwent a lead revision procedure where the leads were replaced. The leads will not be returned as they were retained by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event product family: scs linear lead, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: (B)(6).